Event description:
It was reported that while using trans-ray the arterial pressure becomes abnormal (upper 300 mmhg, lower 0 is displayed). The ICU optical sensor cannot be recognized.after that, the transducer was connected, but the contraction pressure was low at 50 mmhg, so external input was selected.when the equipment was checked it was noted that the cardiosave intra-aortic balloon pump (iabp) optical connector was not damaged. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Due to the customer request, preventative maintenance (pm) only was performed on the intra-aortic balloon pump (iabp) with no additional repairs. The unit passed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while using trans-ray the arterial pressure becomes abnormal (upper 300 mmhg, lower 0 is displayed). The ICU optical sensor cannot be recognized. After that, the transducer was connected, but the contraction pressure was low at 50 mmhg, so external input was selected. When the equipment was checked it was noted that the cardiosave intra-aortic balloon pump (iabp) optical connector was not damaged. After the arterial pressure was unable to be obtained by the fiber-optic sensor of intra-aortic balloon (iab) catheter, a transducer was attempted to be used instead to continue iabp therapy. However, calcification was observed in the femoral artery and the reported iab catheter seemed to be kinked. Therefore the arterial pressure signal was taken from a radial artery or other arteries and the iabp therapy was continued. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while using trans-ray the arterial pressure becomes abnormal (upper 300 mmhg, lower 0 is displayed). The ICU optical sensor cannot be recognized. When the equipment was checked it was noted that the cardiosave intra-aortic balloon pump (iabp) optical connector was not damaged. There was no harm or injury to patient and no adverse event was reported.